Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
The actual sample device has not been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions section. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Device not received.

Event description:
The user facility reported that the angio-seal device had a kink in the sheath. The following information was provided by the user facility: when the device was being inserted into the insertion sheath, a kink was found after the arteriotomy locator was removed; the angio-seal device was not used and replaced by a new device to continue the procedure; hemostasis was successfully completed using the replaced device; the puncture site was distal to the inguinal ligament of the right common femoral artery; the vessel diameter was 8 mm; the size of the sheath ancillary used was 7 fr.; the physician had completed the training process on the device prior to this case; the reported blood loss was less than 250cc's; and there was no health damage to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the evaluation results. The actual device was not returned for evaluation. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.